Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response and update: photos were provided and additional information was received from the customer stating that this was damaged in transit. There was damage to both the box and the cart. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue is unknown at this time. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
The device was reported to fail upon installation, "broken caster". There is no patient involvement on this reported event. No user injury was reported due to the event.